Event description:
Per the clinic, the patient was administered oral antibiotics in 2010 (exact date not reported) in order to treat an abscess around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.